Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD), experienced an inappropriate shock and presented to the hospital with atrial fibrillation with slow rapid ventricular response. The ICD was unable to be interrogated due to error message indicating a charge time issue. It was also noted about a week prior, an in-office device check showed eleven months battery life remained. Subsequently, the ICD was explanted and a new device of a different model was successfully implanted. No additional adverse patient effects were reported. Return of the device is not expected. If the product is received for analysis, this report will be updated with pertinent information, upon completion of product analysis.